Event description:
This is filed to report clip open while locked. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a functional mitral regurgitation (mr) with grade of 4. Reportedly the clip passed establishing final arm angle (efaa) but after deployment, the clip opened to 25-30 degrees. The clip is stable on both leaflets and another clip was implanted to further reduce the mr due to the first clip opening. The procedure was complete with the mr reduced to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. There is no indication of product issue with respect to manufacture, design or labeling. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer stated; it was observed in the images provided that the clip is attached to the delivery catheter (dc) shaft and the clip arms appear to be fully closed (~10 degrees). Per the instructions for use, the user closes the clip until the clip arms form a distinct "v" shape (fully closed, ~10 degrees) and then continues with deployment maneuvers. As such, the first image was taken just prior to or during deployment maneuvers, but prior to detaching the clip from the dc shaft; however, it is unclear at which specific deployment step the first image was taken. The second image was taken post clip deployment/detachment from the dc shaft as the cds can be visualized retracted into the sgc, such that the l-lock shaft of the dc is just proximal to the sgc soft tip. The clip arms appear to be opened to ~20 - 30 degrees. While the stated clip arm angles in this evaluation are estimations based on visual assessment with the naked eye and cannot be confirmed, it is apparent that the arms are opened to a noticeably larger degree in the second image (post deployment) than in the first image (pre-deployment). Therefore, the cine provided align with the reported incident details that the clip arms opened an unconfirmed amount post deployment, as compared to the pre-deployment state. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).